Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the operating room. The stopcock became unscrewed and the clamp leaked spraying blood on two physicians. Per the hospital contact no additional information has become available.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported the procedure was being performed in the operating room. The stopcock became unscrewed and the clamp leaked spraying blood on two physicians. The issue was not confirmed. One 4-way stopcock was returned for review. No defects or anomalies were observed on the stopcock during visual examination at 10x magnification. The stopcock was leak tested. Each of the three ports was tested by injecting water into the port and also in the closed position at 29 psi for 60 seconds. No leaks or falling drops were observed. The luer tapers of the three ports were evaluated. The taper on the male luer port passed gage testing. Both female luer ports also passed testing. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.